Manufacturer narrative:
The product was not returned for evaluation. A review of the manufacturing records could not be done without a lot number. No actions will be taken at this time.

Event description:
This patient expired after the use of a swan-ganz catheter. The information was received from a case report: a case of massive pulmonary hemorrhage caused by pulmonary artery catheter; (B)(6), department of anesthesiology, (B)(6) medical school hospital, faculty of medicine, (B)(6) university; (B)(6), intensive care unit, (B)(6) medical school hospital, faculty of medicine; (B)(6), department of anesthesiology, (B)(6) prefectural hospital (B)(6). The case report described an accidental rupture of the pulmonary artery caused by a pulmonary artery catheter. An (B)(6)-old woman received a re-operation (patch-closure) for ventricular septal rupture. At the weaning from cardiopulmonary bypass (cpb), massive bleeding through the tracheal tube occurred suddenly. The tracheal tube was exchanged for a double lumen endobronchial tube. Because the bleeding was from the right bronchus, cpb was restarted and right lower lobectomy was performed. Percutaneous cardio pulmonary support (pcps) and intra-aortic balloon pumping (iabp) were inserted and the patient was taken to ICU. Pcps was removed on the 3rd post-operative day and the iabp was removed on the 8th post-operative day. The patient was hemodynamically stable for a period of time but the complication of pneumonia set in and led to 'poor control of infection'. The patient passed away on 40th post-operative day. The anesthetist commented 'the pulmonary artery was damaged by procedure of placement of the catheter by hand during operation. The pulmonary artery was abnormal tissue originally. He decided that the injury was not occurred by the catheter'.